Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 400 mg/dl at the time of incident. The customer's current blood glucose level was 363 mg/dl. The customer experiences nausea, fatigue, frequent urination like symptoms rebated to high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests. No unexpected excessive no delivery alarms noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).